Event description:
Complainant alleged that the clinicians were setting up the device in the cardiac operating room in preparation for patient (age and gender unknown) treatment, when they found that the device was unable to discharge. The clinicians were able to obtain another device to treat the patient.